Event description:
It was reported that the atrial port for the external pulse generator (epg) was cracked and broken. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).